Manufacturer narrative:
The insulin pump was received with critical pump error and pump error due to corroded electronic assembly. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. Corrosion was also found on the motor and the force sensor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label fading, display window cover missing, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 15.0 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red exclamation mark on the display. The insulin pump will be returned for analysis.